Event description:
It was reported that the pump was not working properly. There was no reported adverse impact to the customer. Customer declined additional follow up with support and no further corrective actions were documented.